Manufacturer narrative:
Updated fields - b4,d9,e1(event site address,event site address line 2),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. The device has expired and our warranty contract has not been renewed. According to the manual, the equipment has never replaced the maintenance kit, which caused the machine to alarm at high temperature. Waiting for customer confirmation for repair. H3 other text : (B)(6).

Manufacturer narrative:
Block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm. There was no patient harm reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm. After the alarm occurred, the customer stopped using the equipment. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.